Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Date of reaction? Product code of product used? If in your possession, may we have a copy of the operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the information on the authorization to use or disclose information form. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Patient had potential allergic reaction. Patient had systemic reaction after procedure starting localized at adhesive site to whole body rash that needed to be treated with prednisone. Additional information has been requested.